Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd alaris smartsite gravity set experienced backflow. The following information was provided by the initial reporter: we have had 4 patients today between 7 am and 1pm using the IV tubing and blood is backing up all the way up to the bag with fluids in the bag still to be infused for no reason.

Event description:
It was reported that 6 bd alaris smartsite gravity set experienced backflow. The following information was provided by the initial reporter: we have had 4 patients today between 7 am and 1pm using the IV tubing and blood is backing up all the way up to the bag with fluids in the bag still to be infused for no reason.

Manufacturer narrative:
H6: investigation summary: 17 unused sample model 42493e were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with normal saline and attached to a bd secondary set primed with blue dye water. The sets were allowed to flow. No instance of backflow was observed. The customer complaint that the blood is backing into the bag could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 42493e lot number 22019204 was performed. The search showed that a total of 7203 units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.